Event description:
On 4/28/93 a patient underwent an abdominal and perineal repair of a vesico-urethral fistula, suprapubic cystotomy, and replacement of ureteral stents. At this time two foley catheters were placed. On 5/2/93 patient had no urine output from either the suprapubic catheter or the urethral foley catheter for 8 hours. It was noted by the urologist that the foley catheters worked fine if the 5cc balloon was not inflated. At this time urine was draining through the anastomotic repair of the rectourethral fistula. Both catheters required being replaceddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failed during assembly, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. The device was destroyed/disposed of.